Event description:
The healthcare professional reported injecting evolysse smooth into the lips of a patient. The patient experienced lumps in the lips. However, it was reported that the patient's symptoms have now resolved.

Manufacturer narrative:
Further information regarding this event, product, or patient has been requested (B)(4).